Event description:
Materials manager reports micro volume extension set in which leaking was detected "at the male luer lock" during use. Reporter stated that no injury is reported. No additional information is available.